Event description:
The customer returned the colonovideoscope to the service center for a lot of shadowing light source not working. During the device analysis, no illumination and foreign object in light guide lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- no illumination, with the most probable cause traced to a component failure and light guide lens had foreign material, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.